Event description:
This customer reported that the device shut down unexpectedly while monitoring a pt en route to the hospital. The users switched the batteries around and were able to return power to the device and it behaved as expected. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that the device shut down unexpectedly while monitoring a pt en route to the hospital. The users switched the batteries around and were able to return power to the device and it behaved as expected. There was no negative pt impact. The device was returned to philips, but the involved batteries were not returned by the customer. The reported symptom could not be reproduced. We are unable to determine the cause of the reported symptom.